Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment. No results have been provided. No report of patient involvement.

Event description:
The hospital reported the unit stays in auxiliary o2 mode, therefore the unit cannot mechanically ventilate. There is no report of patient involvement.